Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that customer had been experiencing an issue where an infusion would be delayed by one hour in the oncology unit. The primary line was infusing on one channel at the keep vein open (kvo) rate while another channel had the infusion running at the desired rate. However, the customer reported that the infusion was not completing on time. After discussion with a bd clinical practice consultant, the following extra details were provided: ¿ occurring with epoch 23-hour infusions for 3 days, IV bags approximately 500ml. Using a short set, primary runs at kvo, uses chemo safety device. Slower infusion rate. ¿ customer is not sure if the chemo is moved down to the end of the line via the pump before starting the infusion. ¿ it was reported that the first epoch bag was hung at 2020h, the second bag was hung the next day at 2128h, and the third bag was hung the next day at 2230h, so the timing of the bags was progressively off mark. ¿ customer stated no issues with an air-in-line, but they may stop the infusion for blood draws and pause it for 15 min. ¿ customer declined further device investigation at this time, stating it would be hard to track the individual devices. Although requested, devices and tubing were not returned to bd for investigation. There was patient involvement but no harm.